Event description:
It was reported a pump revision occurred. They had to move the pump ¿a little more¿ to the right because ¿right now, the way it¿s positioned it bothers me¿. The last revision had been on (B)(6) 2014. The device system was used to deliver morphine. Further information including if any additional patient symptoms occurred, what the device positioning issue was, if any troubleshooting or other actions occurred and the patient¿s outcome were not provided. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).